Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed end of life indicator and a fault code 8 during a follow-up visit. Noise was present on the shock and right ventricular channel, and when the device charged, it did not provide therapy. Additional information was recieved stating the patient underwent a MRI which destroyed the device. It was explanted and replaced.